Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. However, factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, inflation technique, interactions with other devices or lesion calcification. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a coronary artery intervention, the trek rx was used with another balloon (kissing balloon technique) and during inflation, ruptured at 14 atmospheres. The device was removed without reported issue and was replaced with another trek to complete the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.